Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not pass operational checks and failed the therapy delivery test. There was no reported patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the therapy capacitor was faulty. The therapy capacitor was replaced and the device was returned to use. The device remains at the customer site and no further evaluation is warranted at this time.